Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time intermittently became inaccurate. Customer's blood glucose level was between 100-250 mg/dl. Reportedly, the customer will monitor the pump time and call back if the issue reoccurs.